Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
End user states that the center support bracket is broken and holding it by tape. Unsure of the model and date code.